Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. The patient was treated with intravenous antibiotics. Reportedly, the patient had (B)(6) with a vegetation on the atrial lead. Full extraction was not performed at this time for the atrial lead as the lead came apart during extraction process. The lead body and conductor were removed but distal tip of lead remained in the right atrium. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
The product has been received for analysis. If information is provided in the future, a supplemental report will be issued. . Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The lead was returned severed 71 millimeters (mm) from the terminal end. Only the proximal segment was returned. Visual inspection revealed no abnormalities other than induced damage from normal use/explant. Laboratory analysis confirmed the reported allegation.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. The patient was treated with intravenous antibiotics. Reportedly, the patient had methicillin-resistant staphylococcus aureus (mrsa) with a vegetation on the atrial lead. Full extraction was not performed at this time for the atrial lead as the lead came apart during extraction process. The lead body and conductor were removed but distal tip of lead remained in the right atrium. There were no additional adverse patient effects reported. The ra lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. If information is provided in the future, a supplemental report will be issued. This report is being filed to correct the b1: adverse event/product problem and h6: device code and impact codes.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. The patient was treated with intravenous antibiotics. Reportedly, the patient had methicillin-resistant staphylococcus aureus (mrsa) with a vegetation on the atrial lead. Full extraction was not performed at this time for the atrial lead as the lead came apart during extraction process. The lead body and conductor were removed but distal tip of lead remained in the right atrium. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
The product has been received for analysis. If information is provided in the future, a supplemental report will be issued. This report is being filed to correct the b1: adverse event/product problem and h6: device code and impact codes. Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The lead was returned severed 71 millimeters (mm) from the terminal end. Only the proximal segment was returned. Visual inspection revealed no abnormalities other than induced damage from normal use/explant. Laboratory analysis confirmed the reported allegation.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. The patient was treated with intravenous antibiotics. Reportedly, the patient had methicillin-resistant staphylococcus aureus (mrsa) with a vegetation on the atrial lead. Full extraction was not performed at this time for the atrial lead as the lead came apart during extraction process. The lead body and conductor were removed but distal tip of lead remained in the right atrium. There were no additional adverse patient effects reported. The ra lead was explanted.